Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11d2w, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called because they are having problems with their ins and their healthcare provider (hcp) told them to call the manufacturing company to see how to turn off stimulation until they can have the ins checked. They have started experiencing the same symptoms (lead migration; shocking in the leg) a month ago after moving something heavy and it is making their back and abdomen hurt "something fierce." They went to the emergency room (ER) the night before the initial report. It was recommended to discuss these symptoms and have the device checked with the hcp; they are seeing their hcp in (B)(6). No further patient complications have been reported as a result of this event.